Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID neu_unknown_lead lot# serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep) reporting that the patient had discomfort/soreness/pinching. The doctor attempted to place a surgical lead during the revision, but was unable to due to the patient having excessive scar tissue. The issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware.

Event description:
Additional information was received from the patient (pt). They reported that the issue was resolved with a system explant. The device has been discarded and the information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead, product ID: 977c265, lot#serial#: (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-apr-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was undesired stim. Both leads all contacts and programming configurations stimulating right ribs and abdomen. X-ray shows leads same as implant. There was discomfort/soreness/pinching. A lead revision will be scheduled. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.